Event description:
It was reported that during a radical prostatectomy procedure the jaws were sticking to the pedicle. The jaws were cleaned several times and were clean when the jaws started sticking. The second time the jaws stuck on pedicles, the generator was turned off three to four times before the jaws finely opened. As the jaws were stuck on the pedicle the generator gave error reposition jaws and replace instrument but they could not reposition or replace because the device was stuck. A competitor's device was used to complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). The device was received in good condition and with body fluids on the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) the "reposition and reactivate" or "replace instrument" screens were not displayed during any functional testing. The device was disassembled and the proximal gear was missing three teeth, none of the gear teeth was returned with the device.

Manufacturer narrative:
(B)(4). Additional analysis of gears: the parts did not fail by green state. There was bonding across the entire fracture surface. However, the level of bonding is probably lower than an optimum process. This may be due to not enough pack out or from the sintering operation.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.